Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced. The representative then returned to the site. The viewing station of the imaging system selector was removed, cleaned and replaced. The imaging system then passed the system checkout and was found to be fully functional. The reported issue has not repeated since the follow-up visit by the medtronic representative. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system shut down and restarted without prompt from the user. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.